Manufacturer narrative:
Concomitant medical products: product ID: 64001, serial# unknown, explanted: 2015-(B)(6), product type: adapter. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 64001, explanted: (B)(6) 2015, product type: adapter. Product ID 748266, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: extension. Product ID 3387-40, lot# j0424916v, implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3387-40, lot# j0424916v, implanted: (B)(6) 2004, product type: lead. Product ID 3550-29, product type: accessory. Analysis of the adaptor found the connector at the proximal end of the adapter was not completely seated in the implantable neurostimulator (ins) connector port. Setscrew impressions were observed on the #1 connector sleeve indicating the adaptor was not completely inserted into the connector port. Patient and device information was updated. The mfg site ID was updated to 3004209178.

Event description:
Additional information received reported the patient recovered without sequela.

Event description:
It was reported that upon replacement of the implantable neurostimulator (ins), the pocket adaptor for the left side was very difficult for the surgeon to remove. Therefore, a lot of tugging and pulling on the pocket adaptor was required. When the new ins was implanted and attached to the pocket adaptor, impedances were showing greater than 40 ,000 at all contacts. The surgeon opted to replace the pocket adaptor to resolve the impedance issue, which it did. All impedances were within normal range after replacement of the pocket adaptor. The patient was alive with no injury.